Manufacturer narrative:
Limited patient information was provided; therefore, much of part a is blank. Additional event information has been requested; however, as of this report, no additional event information has been provided. The customer supplied images presented skived/cut damage at an unknown distance from the distal tip along with a serpentine bend near the distal tip. As received, the specimen consisted of one-1 each pkg-hydro gw std s 150-035; returned reloaded into the dispenser disassembly within a single-bagged "zip-lock" style poly pouch. The specimen presented an overall length of 150cm and a finished diameter of .03310" to .03350". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented skived/cut damage in a proximal to distal orientation located 22.9cm to 23.9cm from the distal tip, exposing metallic core wire. The specimen also presented a serpentine bend at 7.2cm along with kink damage at 23.1cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) operational instructions: to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As noted in the device instructions for use (dfu) warnings: · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. As noted in the device instructions for use (dfu) precautions: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: it was reported that: the inner core of the guide wire was fell off. The patient condition following procedure was stable. Procedure outcome: completed with another of same device patient condition following procedure - stable when was the problem noticed: during procedure patient outcome from the event: none event resolved - yes.